Event description:
During the implantation procedure, they could not fixate the lead. Therefore, it was not implanted.

Manufacturer narrative:
(B)(4) could not fixate during implant procedure.the analysis on this device is pending. (B)(4)

Manufacturer narrative:
(B) (4).could not fixate during implant procedure.the analysis on this device is pending.

Event description:
During the implantation procedure, they could not fixate the lead. Therefore, it was not implanted.